Event description:
The customer contact reported channel 3 of the device keeps rebooting. The device was returned to the biomedical department for a report that the device reboots or resets on its own without power loss on channel 3. No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device kept rebooting while performing the self test. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, channel 3 of the device kept rebooting during self test. The device has been identified as part of a product recall.